Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the left essure implant'), device dislocation ('it appeared that both of the essure's had migrated into the fallopian tube') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 753645) inserted for female sterilisation. The patient's medical history included cesarean section. Concurrent conditions included abnormal uterine bleeding, paratubal cyst, pelvic pain female, uterine myoma and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal/laparoscopic bilateral salpingectomy) and endometrial ablation. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and heavy menstrual bleeding outcome was unknown. The reporter considered device breakage, device dislocation and heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted in date of insertion: 2009 post-procedure placement, there were 4 trailing coils on the right, 2 on the left. It was unclear whether this represented another myoma or alternatively something like a salpingitis isthmic nodosa variant notably and in that regard, there was no overlying serosal erythema, vascular injection or ot her evidence of an underlying inflammatory process. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, device dislocation, endometrial ablation most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Reporter information, patient's medical history, lot number, explant date, events: "it appeared that both of the essure's had migrated into the fallopian tube,menorrhagia" and rcc were added. Implant date was updated. Event "removal" was updated to "fracture of the left essure implant". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture of the left essure implant'), device dislocation ('it appeared that both of the essure's had migrated into the fallopian tube') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 753645) inserted for female sterilisation. The patient's medical history included multiple cesarean sections. Concurrent conditions included abnormal uterine bleeding, paratubal cyst, pelvic pain female, uterine myoma and menorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal/laparoscopic bilateral salpingectomy) and endometrial ablation. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and heavy menstrual bleeding outcome was unknown. The reporter considered device breakage, device dislocation and heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted in date of insertion: 2009. Post-procedure placement, there were 4 trailing coils on the right, 2 on the left. It was unclear whether this represented another myoma or alternatively something like a salpingitis isthmic nodosa variant notably and in that regard, there was no overlying serosal erythema, vascular injection or ot her evidence of an underlying inflammatory process. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, device dislocation, endometrial ablation lot number: 753645 manufacturing date: 2010-06 expiration date: 2013-06 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.